Event description:
It was reported that during a cardiac ablation procedure, after 8 pulsed field ablations were attempted, a pulsed field delivery error message was displayed indicating that the return electrode number 2 showed poor quality of contact with the indicator light remaining red. The return electrode numbers 2 and 3 were switched on the cable, but the indicator light remained red on number 2. The cables on the patient were changed, and the return electrode adapter, patient return electrode patches, and cables were replaced, but the issue persisted. The rf generator was switched off and on, the system was rebooted multiple times, and the case was exited and resumed, with no change. A cavotricuspid isthmus (cti) ablation was performed using rf energy and the error cleared, but the error returned on the first pulsed field ablation attempt in the left atrium after the cti ablation. The case was aborted while the patient was under general anesthesia. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.